Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency procedure was continued when the issue happened and procedure which was completed by moving the patient to another system. The philips field service engineer (fse) visited onsite and confirmed unable to perform fluoroscopy. Upon troubleshooting fse found system should not stop shooting fluoroscopy. This was an intermittent issue. To resolve the issue, fse was adding coolant to the system. After adding coolant to the system, the system returned to good working condition. The codes were updated based on the investigation outcome.